Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. No physical damage was found during visual inspection. Functional testing could not confirm the customer reported issue and there was no record of the reported air detector alarm in the event history log. The complaint was not confirmed. The most probable but unconfirmed cause was that the tube was not correctly set in the air detector. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventively, replace the air detector. The device passed all functional and delivery tests.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; d4: UDI number is unknown; g5: 510k is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibits air bubbles, even though there are no bubbles. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.